Manufacturer narrative:
The tech found, the head up solenoid in the hydraulic manifold was not functioning. He installed a new solenoid to repair the bed.

Event description:
The account alleged, the lead section could not be raised.